Event description:
Additional information received indicated that the lead was explanted and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate shocks for ventricular fibrillation, followed by multiple inappropriate shocks for lead noise. Suspected externalized conductors observed via x-ray were alleged. However, no x-ray images were provided and therefore cannot be confirmed. The physician plans to cap and replace the lead. The patient was stable.

Event description:
Additional information received indicated that the visualization of the shadow of the cs lead was initially mistaken as externalized conductors on x-ray images. Per new information, no externalized conductors were observed.

Manufacturer narrative:
A complete lead was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 2.4-2.8 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions under the rv shock coil were noted at 3.9-6.1 cm, 4.5-4.9 cm, and 5.1-5.8 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of insulation abrasion and noise.